Event description:
Customer reported that she was hospitalized due to swelling in the legs. Customer stated that the swelling started when she began the insulin pump therapy. Customer having difficulty walking. The current blood glucose reading is 164 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.